Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd angiocath¿ IV catheter 22g x 1.16 in the user complained that foreign matter was found on the catheter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation samples/photos: were received two opened and unused samples returned from customer of batch: 6084422 from angiocath. After visual analysis of the products under magnification, it was possible to confirm the presence of silicone droplets on the catheter the batches of the packaged product 6084422 and the assembled set batch 6060038 referring to these batches, but were no evidenced records of foreign/no foreign matter in the product. There are no quality notification (qn) or non-conformity report records of foreign and no foreign matter for the claimed batches. Based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. For more details on root cause check (B)(4). The (B)(4) that was opened to treat the clogged needle complaints of the angiocath it will also cover the complaints of excess silicone over the angiocath product catheter, since the validations of the tippers machines were included among the corrective actions, with the objective of reducing the amounts of excess silicone dispensed on the catheters during the catheter tipping process. Thus, it is believed that the amount of silicone that is visually observed as droplets on the catheter will be considerably reduced which may result in improvement in the visual aspect of the product to the customer.